Event description:
Information was received that a smiths medical portex blue line endotracheal cuffed tube was obstructed after a few minutes of being in use, the ventilator alarm sounded for high airway pressures (41cm water) and minimal tidal volumes (60-80ml per breath) were delivered, same with hand ventilation. Oxygen saturations and blood pressure were stable. Doctor attempted to pass a suction catheter into endotracheal tube, which would not advance past 5 cm. At closer inspection of patient's mouth, tube noted to be kinked at the back of the mouth. Tube exchanged for a different endotracheal tube. No further problems.